Event description:
During the procedure, the sheath separated from the valve and began to migrate inside the vessel. The physician utilized a snare to capture the broken sheath and remove it from the patient.